Event description:
Caller reported damage to the pump housing, particularly around the usb port, which affected the ability to charge the pump, but the pump had not shut down. Caller was unsure how the damage occurred, attributing it to normal wear and tear. There was no adverse impact to the customer's blood glucose level. Customer was instructed to put the pump into storage mode and return it to tandem for a replacement, which was sent by technical support. Caller will use the current pump as backup therapy and was advised on handling protocol for their new pump, including software updates and sensor usage, which they understood and acknowledged.